Event description:
The customer reported a leads ECG signal failure. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.